Manufacturer narrative:
Additional information was received via social media that the patients scs system made the patient worse and had it explanted.

Event description:
A report was received via social media that the patient was experiencing inadequate stimulation and was prescribed with pain medications. No further information could be obtained.

Event description:
A report was received via social media that the patient was experiencing inadequate stimulation and was prescribed with pain medications. No further information could be obtained.